Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the problem. The fse inspected all collets and plunger clamps and observed that tube lifter 12 was not raising completely. The fse replaced the tube lifter motor/gear assembly. The instrument was tested without further problem and was returned to expected operation.